Event description:
The hosp initially reported that on 12/12/1997, a biograft was removed from its storage tube and it immediately began to fall apart. Subsequently, on 1/20/1998, the surgeon reported that they tried to implant this graft on 12/12/1997. The pt required a femoral/art-tib procedure, there was a longitudinal split of the graft when the proximal clamp was released. The surgeon replaced this graft with another biograft. The surgeon reported that no harm has come to the pt due to this comlication and the pt is doing fine.